Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged and had a crack and the keypad was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed and the customer reported the crack on the back side of the pump. Additionally, the customer mentioned that the damage was affecting the pump's functionality. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer also stated that the center button of the insulin pump was unresponsive. The customer declined further troubleshooting as all the buttons were unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
After installation battery, pump received with unresponsive keypad at all buttons. Unable to perform the self-test. Pump was cut open to perform visual inspection and found moisture damage to the pcba1/pcba2/. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail, serial label number missing. Unresponsive all keypad buttons due to moisture damage electronic assembly and cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.